Event description:
The stent is not being able to pass onto the wire due to one of the holes splitting the stent so guide wire does not pass through. "As per cc form" the stent is not being able to pass onto the wire due to one of the holes splitting the stent so guide wire does not pass through. Completed the procedure using another stent. FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x zso-7-4 of lot number c1584676 was returned to cirl for evaluation open in its original packaging. The device was accidently returned under (B)(4) and the device for (B)(4) was returned under (B)(4), as a result they were decontaminated under the incorrect pr# but evaluated, pr# was corrected prior to evaluating devices. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 09th may 2019. The returned device lab findings and observations can be referred through the attached files. Refer the attachments (B)(4)_lab evaluation notes, (B)(4)_lab_decon evaluation photos, (B)(4)_lab_attendees for lab attendance and notes. The stent was observed to be kinked at the 2nd & 5th porthole on the tapered end & at the 4th porthole on the non-tapered end. A 0.035 inch wire guide would not pass the kink at the 5th porthole. Documents review including IFU review: prior to distribution all zso-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-4 of lot number c1584676 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1584676. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-6: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the incident occurred prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent is not being able to pass onto the wire due to one of the holes splitting the stent so guide wire does not pass through "as per cc form" the stent is not being able to pass onto the wire due to one of the holes splitting the stent so guide wire does not pass through. Completed the procedure using another stent. FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.